Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported that a patient underwent lasik. Approximately three weeks post-op, the patient returned complaining of light sensitivity in the left eye for one day. The slit lamp exam revealed that the patient had an anterior chamber reaction, and the patient was diagnosed with iris. Topical steroid drops were prescribed.